Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the rv lead integrity alert (lia), oversensing due to non-physiologic signals/sic. Analyst commented, beginning (B)(6) 2016, ventricular sic up to 2078; ventricular tachycardia (vt) non-sustained episodes with evidence of lead noise oversensing. On (B)(6) 2016, rv pacing impedance rose to 4047 ohms up from a trend in the 399-475 ohm range. Rv lead integrity warning occurred on (B)(6) 2016 for sic greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited exhibited noise. The rv lead remained in use and patient to be monitored. Approximately, seven days later, during follow up check x-ray photo showed rv lead fracture at the sleeve. The rv lead was replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.